Manufacturer narrative:
Section d2a product code(additional code): foz an investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the PICC tubing closest to patient leaking/cracked. There was no harm reported.